Event description:
(B)(4). I had the procedure done after my 3rd child was born. At first I had no problems, the (B)(6) 2014 I started have bad back pain, horrible pelvic/stomach pain. I'm having other stomach trouble from this procedure. I have never had any health problems before this. I want them out, but can't afford it. I want my life back, I hurt so bad. It makes it hard to enjoy life with my family when I'm hurting.